Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the issue was not duplicated. Additionally, there was no record if the alarm documented in the event log. Based on the allegation, the central processing unit (cpu) board was replaced to prevent recurrence. The device was checked, cleaned, and tested before returning the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Based on the details provided, the malfunction could not be confirmed. The service engineer (se) reported that the issue was not duplicated at the service center. In addition, the event log was reviewed, and a "backup alarm failed" error code was not recorded. Although the customer's allegation was not confirmed at the service center, the se reported that the central processing unit (cpu) printed circuit assembly (pca) was replaced as a preventative maintenance. The cpu pca was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "tech verified that the alarm error code e1104 does not show in the log. Neither the occurrence nor the error code e1104 could be duplicated at the product investigation lab (pil) during the boot up of the cpu pca or standard test bed (stb) operation, using the cpu pca. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 402k ohms, verifying that ls1 is not shorted or open tech verified that ls1 (secondary speaker) functions with as expected with 10vdc (vdc) applied with the bk precision 1696 dc regulated power supply. Customer complaint has resulted in a no problem found."

Manufacturer narrative:
E1: reporter and reporting institution phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" alarm. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. There was neither a delay in therapy and/or medical intervention reported. No patient or user harm reported. This investigation is ongoing.